Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette with green flow stop, the pump exhibited? No disposable, clamp tubing" alarm. Per reporter the residual volume was 210.8 ml, rate 5.4 ml/hr and given 39.2 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.